Manufacturer narrative:
Qn#(B)(4). The sample was not available for investigation; therefore, the complaint could not be confirmed.

Event description:
The customer alleges that the nebulizer was leaking air at the tubing adaptor connection during use. No patient injury or interruption of treatment.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. The device history record of batch number (B)(4) was reviewed and no issues or discrepancies were found relate to this complaint. DHR shows that the product was assembled & inspected according to our specifications. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the nebulizer was leaking air at the tubing adaptor connection during use. No patient injury or interruption of treatment.